Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The return device may have assisted in the investigation of the reported event. Difficulty encountered advancing the thumb advancer during thumb advancement/exchange sheath splitting and a vessel locator wing being bent as reported, can be influenced by, but not limited to; manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. Reportedly, a femoral angiogram was performed and revealed no vessel calcification, vessel tortuosity or scarring at the access/groin site. The product experience reported did not indicate any of the conditions listed in special patient populations section of the starclose se device instructions for use (IFU). Possible causes for the resistance while advancing the thumb advancer can be caused by an inadequate nick and spread. Additionally, carving could occur if the operator did not keep the flex-guide straight and at a 45-degree angle while depressing the plunger or while advancing the thumb advancer. Bent vessel locator wings can be caused by the locator wings failing to collapse, which, in addition can be caused by an inadequate nick and spread. However, the reported information did indicate not any abnormal operator deployment techniques. During manufacturing, all starclose se devices undergo various thumb advancer assembly verifications. Additionally, all devices undergo verification to ensure that the thumb advancer moves freely, and that the ribbon of the locator wings open properly, collapse completely, are aligned, and are not damaged. Based on the reported information and the inspection criteria, a definitive cause for the a bent locator wing, difficulty encountered deploying the thumb advancer during thumb advancer/exchange sheath splitting, and associated patient effects could not be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that after an interventional procedure to repair an unspecified congenital defect, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, resistance was felt that was described as the device pushing back. Before the operator was able to push the clip deployment button, the device kicked back causing loss of vessel access. Manual arterial compression was applied to achieve hemostasis. Visual inspection of the device revealed that a locator wing was bent pointing distally. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.